Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who was using an external neurostimulator (ens) for non-obstructive urinary retention. It was noted that the patient¿s trial started on (B)(6) 2019. It was reported that the patient had lower back pain as if they had kidney stones, and on the right side of their buttocks as if they were punched when they use catheters. It was also noted that they were taking something for a bladder infection and it was recommended that they follow up with their healthcare provider. The next day it was reported that the patient was in the emergency room that day because their back hurt. They mentioned feeling pain when bending over, and it was advised that they avoid bending, stretching, twisting or lifting heavy objects. It was also reported that the patient found out they had a bladder infection ¿why at the hospital;¿ the patient believed this was caused by them increasing their stimulation to 4.0 on their own, and they turned stimulation down to 2.5 and it is now comfortable. It was stated that the device had made their bladder symptoms worse. It was recommended that they follow up with their healthcare provider. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.